Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery for an arthrotomy and debridement. There were no issues with the implant.